Manufacturer narrative:
X-ray review performed on (B)(6) 2015 determined 65-66mm of extension. There was scope for 1 more lengthening procedure before a revision was required. A design proposal for a revision jts was requested by the surgical team however there are no records that a jts implant was ordered for a revision surgery. There is no device failure; the device functioned as intended and is being replaced, as anticipated, so as to allow for the patient's continued growth. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore will continue to monitor for trends. This complaint was identified as requiring MDR reporting during the complaint investigation remediation project ongoing at stanmore implants worldwide.

Event description:
It was reported by the surgeon, via a product manager, that the patient underwent a primary jts distal femoral replacement procedure in (B)(6) 2014. The jts grower has now reached maximum extension and the patient requires further growth, therefore a revision procedure will be carried out. (B)(4).